Event description:
Patient was to be discharged and the nurse was removing the angiocath when she noticed that the tip had broken off inside the patient's arm. X-rays revealed that the location was near the original IV site (anticubital fossa). A cut down was performed and it was discovered that the tip had moved to the pulmonary artery. It was recovered and the patient was discharged after an additional night's stay.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.